Manufacturer narrative:
H3: product ID 97755, serial# (B)(6), product type recharger. Product was returned and analysis result shows no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-dec-02 rpl 453031 rtg0705805 (con): information was received from a patient regarding an external device. The reason for call was that mid last week they went to charge the implanted neurostimulator(ins) that was getting low, but the controller was not reading the implant and wasn't finding the implant; patient services (pss) understood as no device found. Patient stated that the controller was showing all zero's and stayed on those zero's; pss understood as passive recharge mode. Patient reported that the recharger cord was getting really hot and that they got system problem rm03 when trying to charge the implant. During the call, patient reset the controller. The issue was not resolved. Pss reviewed meaning of system problem rm03 and other information. A replacement recharger was sent out.

Event description:
Information was received from a patient regarding an external device. The reason for call was that mid last week they went to charge the implanted neurostimulator(ins) that was getting low, but the controller was not reading the implant and wasn't finding the implant; patient services (pss) understood as no device found. Patient stated that the controller was showing all zero's and stayed on those zero's; pss understood as passive recharge mode. Patient reported that the recharger cord was getting really hot and that they got system problem rm03 when trying to charge the implant. During the call, patient reset the controller. The issue was not resolved. Pss reviewed meaning of system problem rm03 and other information. A replacement recharger was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.